Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular reamer shells are dull. Was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> no. Patient status/ outcome / consequences --> no.